Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery and that the they were also hospitalized for diabetic ketoacidosis and high blood glucose level of over 600mg/dl. The customer had symptoms such as nausea, vomiting, abdominal pain and body pains. The customer was treated with insulin and IV drip. Customer declined further troubleshoot for high readings. Troubleshooting for no delivery was performed and insulin exited during fixed prime. The customer stated that the event was a past event and that issue was resolved by changing infusion set and reservoir. Customer was advised to change set. The product will not be returned for analysis.